Manufacturer narrative:
No unexpected scrolling or ramping of numbers noted during testing. The device had an intermittent button response on the down arrow button due to moisture damage on keypad traces. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling end cap address label and corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the numbers on the insulin pump's screen were ramping or the scroll bar was moving up or down with no input from the user. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.